Event description:
The customer tested her blood glucose using her contour meter and received a reading of 567 mg/dl. She retested using another meter and received a reading of 241 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return her test strips for evaluation. Replacement test strips and a new meter were sent to the customer.